Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found several errors 319. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior a da-vinci assisted surgical procedure that the system was powering on with error 319. Prior to calling they restarted the system several times with no change. Logs indicate the error is pointing to the ec. Technical service engineer (tse) walked the caller through a hard power cycle on the tower and checked all power and communication cables with no change. Customer then moved the grey fiber cable from the video processor (vp) to a different fiber cable receptacle on the back of the core with no change. There was no report of patient injury.